Manufacturer narrative:
The device was evaluated in the field. The cassette alarm test was performed to attempt to duplicate the reported issue of powers on/off on its own the reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a defective central processing unit printed wiring assembly.

Event description:
The event involved a plum 360¿ infuser where the customer reported that the device powers on/off on its own (no power lost). It is unknown if the event occurred during patient use; there was no harm reported as a consequence of this event.